Event description:
A pt reported experiencing inaccurate low results with a meter. The pt's blood glucose results were 135mg/dl (meter), 235mg/dl (lab). Tests were done within <10 mins with a difference of 36%. Pt did not experience any adverse events. No further info has been reported.